Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) coronary artery. The physician attempted to predilate the lesion with the quantum maverick monorail 12mm x 2.5mm balloon catheter. The balloon was inflated once to between 1 atm and 5 atms and burst. The balloon was removed intact. The procedure was successfully completed with an unspecified device. No post procedure complications were noted, and the patient's status was reported as "no problem".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.